Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and inflation issue were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly tortuous and moderately calcified anatomy such that the balloon became damaged, ruptured during inflation and subsequently resulted in the reported inflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.

Event description:
It was reported that the procedure was to treat a lesion 70% stenosed de novo lesion in the av fistula with moderate calcification and mild tortuosity. The 6x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated to 20 atmospheres (atm). However, the balloon was only able to be partially inflated and the balloon was noted to be leaking contrast under digital subtraction angiography (dsa). Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another 6x40mm armada balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.